Manufacturer narrative:
No further information is available at this time. Will provide follow ups if information becomes available.

Event description:
The patient complained that once she plugs unit in and turns the system on it shocks her. Patient stated that it hurt.